Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using a small-bore sheath after a transcatheter arterial chemo embolization procedure. Reportedly, the suture did not come out of the o-ring [suture bearing]. The device was removed without issue and a new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. The reported event did not mention any extra steps to remove the device which indicates a likely sub-optimal depth, partial tissue capture, or friable vessel. Otherwise, adequate tissue capture would have required an intervention to free the device. Additionally, if there is no vessel capture, then the suture will not release from the suture bearing as there is no counter force. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.